Event description:
I wrote to you, allergan, and other agencies. I also contacted the surgeon. I had a breast implant replaced in 2006 which was allergan natrelle product. After a car accident I noticed a great deal of pain. I have many immune problems at current time. I wrote to allergan, and obviously I was not included in the study as was directed by my surgeon. Offer was made to remove and replace both. With minimal financial help, I have all documentation. I am really stuck. How do I go further with this issue, or be certain if I should die, the implant is sent to the FDA?